Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A heal collar 4.5x5.5, 3mm (item#: hc453) was returned for investigation. Visual inspection of the as returned product identified some damaged threads, likely due to cross-threading. Functional testing was performed for the returned product and found that, though there was some resistance due to what is determined to be cross threading damage to the healing collar threads, the abutment merged effectively with a compatible in-house test implants, contrary to the event description. Pre-existing conditions are not applicable to this type of event. The reported device is not reported to have been placed due to the reported event. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number: (2017111821). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot#: 2017111821) for similar event and one other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not seat) or device (hc453). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that a healing collar (hc453) could not seat into the implant. No additional procedure was reported.